Event description:
It was reported that on b)(6) 2026, a 30mm amplatzer cribriform occluder was chosen for implant using an unknown delivery system. During the procedure, while deploying the left disc, an extreme mushrooming appearance was observed. The device was recaptured and redeployed multiple times; however, the mushrooming appearance persisted. A second 30mm amplatzer cribriform occluder was then opened and deployed, and the same issue was observed. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. Due to the repeated occurrence of this finding, the decision was made to discontinue use of the cribriform occluders and proceed with implantation of a 30¿25mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.